Event description:
It was reported that during an lar procedure, the firing did not complete and the tissue did not cut or staple. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the cs40g device was received with the knife retractor bent not allowing the knife to fully return to its original position. The original cartridge was received loaded on the device, with only 3 staples present, with the knife exposed and with the washer uncut. The washer being uncut is consistent with a device being partially fired. As stated in the instructions for use "do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. Do not partially fire the instrument." In addition it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was tested for functionality with a test cartridge and the device function as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process. While no conclusion could be reached as to how the knife retractor became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.